Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported the customer had a reservoir leak on their insulin pump. Customer reported observing dried insulin on their reservoir compartment. However, they stated the reservoir was not wet when they removed it from the insulin pump. Customer also reported going through an airport scanner with the insulin pump. The customer also stated there was no fluid or insulin visible under the lcd display. Customer's blood glucose was 203 mg/dl at the time of the call. The customer reported being a brittle diabetic, causing fluctuating blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)